Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, due to unknown procedural conditions the cause of the reported event was unable to conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation and atrial flutter ablation, the physician noted there was a small pop that occurred in the middle of his cti ablation in the right atrium in the cavotricuspid isthmus. Ablation was being done with a tacticath se catheter at 35w, 40 degrees with a drag approach. Ablation was continued with no other occurrences. After the procedure, the patient was hypotensive, so an echocardiogram was performed diagnosing a pericardial effusion. The patient was stabilized after a pericardiocentesis. The physician stated he believed the effusion was due to the steam pop that occurred during the cti ablation.